Manufacturer narrative:
Event occurred on an unknown date in 2020. This report is for an unknown plate/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is an attorney. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2016, the patient sustained a severely comminuted right periarticular fracture of the elbow. The patient underwent an open reduction and internal fixation, periarticular fracture of the right ulna, intra-articular, comminuted. It was reported that on (B)(6) 2017, the patient with right elbow contracture at the radiocapitellar joint with impinging osteophyte, right proximal ulna retained deep implant underwent removal of deep implant, right proximal ulna olecranon plate and screws. This complaint was created due to removal of deep implant, right proximal ulna olecranon plate and screws and (B)(4) was due to right failed radial head arthroplasty and right elbow contracture. This report is for one (1) unk - plates. This is report 1 of 1 for (B)(4).